Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the pump experienced a placement signal was lost after inflation of a shockwave balloon. The pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. During shockwave inflation, placement signals were lost and 'placement signal not reliable' alarm appeared. Distance of pump from shockwave was not specified. No data logs were returned. The root cause if the optical signal issue was most likely due to a damaged sensor due to shockwave interaction as evidenced by the clinical detail confirming shockwave use. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.